Manufacturer narrative:
Initial and final MDR 1911342- MDR 3003442380-2024-13826- device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced 6 infusion set cannula being kinked event on (B)(6) 2024. The cannula was noticed to be kinked within 3 hours of insertion. The site of insertion was at abdomen. The patient confirmed the introducer needle was ahead of the cannula prior to insertion.the blood glucose level of the patient was 375 mg/dl. The patient replaced the infusion set and resumed insulin delivered successfully. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.